Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 3rd day, intraperitoneal, ongoing), tobramycin injection (200mg, once daily, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the events. Pd therapy was ongoing. It was reported that retraining on the proper aseptic tecnnique was done for the patient and the caregiver, no additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.